Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 09/03/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the simplicity preloaded device was received at the manufacturing site in its original box. The cartridge component was observed correctly engaged into the dcb00v unit. The plunger was observed in a fully advanced position. Visual inspection using magnification was performed. The lens from the simplicity preloaded was not observed into the device. The lens was not returned. The rod tip protrudes through the side of the cartridge tip creating ¿cartridge cracked (shaped hole).¿ as part of the sample evaluation, the complaint unit was disassembled. No assembly errors were observed on the dcb00v lens module/smartload. The push rod was observed straight, and the rod tip is not bent/kinked. The cartridge was observed properly sited and/or installed in the simplicity preloaded body. No damages in the dcb unit were identified that could impair functionality in the device. Based on the evidence observed, the event could be related, possibly due to lack of viscoelastic, poor amount of balance salt solution (bss) or excessive amount of bss applied through the hydration port of the cartridge component. The reported ¿dc-device partially delivered, dc-stuck in cartridge¿ could not be confirmed. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the trailing haptic was caught on the cartridge. It was indicated that the trailing haptic did not come off when the lens was in contact with the patient's eye during the implant and was advancing. The doctor noticed the issue stopped using the lens. It was confirmed that the lens partially delivered into the eye. The lens was removed, and a back-up lens was implanted. The procedure was completed successfully with the back-up lens. There was no patient injury reported. No additional information was provided.